Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor would not power on past the start-up screen. Patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won¿t power on) has been confirmed. As received, the monitor would not power on past the start-up screen. Upon evaluation, the sd card was corrupted. The cause of the inability to power on is the corrupted sd card. The root cause of the corrupted sd card cannot be positively identified. No adverse event resulted from the defective sd card. The patient received a replacement monitor.